Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead detected impedance measurements were greater than 2000 ohms. There was also loss of capture (loc) observed at 7.5 volts at 0.4 milliseconds. Rv outputs were increased and a temporary pacing wire was added to provide patient reliability pacing support. New information received indicates that the patient underwent surgical intervention. This pacemaker system was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead detected impedance measurements were greater than 2000 ohms. There was also loss of capture (loc) observed at 7.5 volts at 0.4 milliseconds. Rv outputs were increased and a temporary pacing wire was added to provide patient reliability pacing support. New information received indicates that the patient underwent surgical intervention and the entire system (device and leads) were surgically abandoned and replaced. Imaging confirmed rv lead crush.